Event description:
It was reported that the customer was hospitalized with a high blood glucose reading of 389 mg/dl. The customer had changed the infusion set a few hours prior to the event. The mother felt that the insulin pump was not working properly. The mother stated that the insulin pump was not delivering insulin or alarming no delivery. The mother requested a replacement insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.